Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The reporter thought the dose was around 300-400. The patient reported that they have had several tests done and may have had an MRI in the past and was wondering if the MRI would have caused problems with their catheter. The patient stated that her catheter had an obstruction and then leaked. The patient stated they started having issues in (B)(6) and their catheter was replaced in (B)(6) .